Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than and hour.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were found that would result in the needle deploying late. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. Although no problems were found, it could not be determined when the device deployed.